Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Female and (B)(6) years old. The patient¿s left hip received thr in the first affiliated hospital of (B)(6) on (B)(6) 2010; depuy asr¿ xl acetabular systems were implanted. Reportedly patient had been suffering painful in left leg. According the doctor the recommendation revision was applied on (B)(6) 2018 in the same hospital. The products brand used in the revision surgery was to be advised.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.